Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02april2019. Customer tested battery voltage and found voltage was not correct. The customer replaced the battery and allowed it to charge. Tested battery and it passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit's battery is not charging.the customer reported there was no patient involvement event date not specified; estimate used.